Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind due to a motor encoder signal out of phase. No blank display anomaly or noise anomaly was noted. Unable to perform the basic occlusion, occlusion, prime or excessive no delivery tests due to the motor anomaly. The motor position encoder error alarm was confirmed in the history file due to the encoder signal out of phase. The pump was received with a cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer states the pump alarmed for motor position encoder error. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.